Manufacturer narrative:
One used pump was received for investigation. A visual inspection found no physical damage on the device. Multiple "no disposable" messages were found in the event history log. The reported problem could not be duplicated during use testing. No double beep was activated when powering up the pump.

Manufacturer narrative:
Voluntary medwatch form #: mw5066840. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump was in use with a home care patient for infusion of antibiotics (vancomycin). According to the reporter, the total volume to be infused was 565 ml. According to the reporter, near the end of scheduled infusion (pump reservoir volume listed that 7.9 ml remained), the user checked the attached IV bag and 98 ml remained in the bag. It was unclear what the impact to the patient was. See MFR: 3012307300-2017-00459.